Event description:
It was reported that the user experienced hyperglycemia while using the ilet integrated with a g6 cgm, with fingerstick blood glucose readings as high as 348 mg/dl and concurrent pump sensor values ranging from 228 to 326 mg/dl, leading to manual bg entries and calibration guidance; user education and troubleshooting were provided, including instructions to contact the cgm manufacturer for sensor replacement if discrepancies persisted. Symptoms included feeling tired. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user coaching on calibration practices and confirmation that subsequent calibrations appeared to align sensor and fingerstick values more closely. Investigation of this case revealed cgm-reading discrepancies contributing to hyperglycemia, with no device component malfunction of the ilet identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.